Event description:
Customer reported the vertical lift is not functioning in standby. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift key switch. System operates as intended.